Event description:
Customer reported being hospitalized for high blood glucose levels. Troubleshooting was done pump appears to be functioning properly. Customer is 32 weeks pregnant and is not comfortable with pump, pump returning for analysis.